Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300 passed out qat from heartsine technologies on the (B)(6) 2007. The device software was upgraded to v1.4.2 on the (B)(6) 2011. Upon receipt the status led would not illuminate, confirming the reported fault. Measurements taken during investigation would confirm a failing membrane due to leakage current between the status led and ground. No fault was found on the led. The fault could not be replicated with a new membrane fitted. This confirmed a failure of the returned membrane. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
No green status indicator flashing. There was no patient involved in this event.